Event description:
The device user (du) reported that the battery had dropped from 96 percent to 50 percent in 20 minutes. The du indicated that the device was charging at the time and indicated that it was an odd occurrence, but the device was functioning normally outside of the drop in battery level. The du also noted that in the five minutes it took to go from the operating room to the van, the battery charge dropped from 97 percent to 87 percent.

Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. A service engineer (se) evaluated the device at the customer site. The se reset the battery charge and calibration status and replaced main device batteries. Subsequently, all testing was completed successfully without issues.